Manufacturer narrative:
B5 - vicmo 12.6. Claim# (B)(4).

Manufacturer narrative:
H6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the device labeling was completed. Intraocular infection, uveitis/iritis are identified in the labeling as known potential adverse events following icl implantation. The dfu states precautions to physicians (3): the lens must not be exposed to any solution other than normally used intraocular perfusion fluids (e.g., isotonic saline, bss, viscoelastic solutions, etc.). An inflammatory response is common after intraocular surgery; however, this is usually mild and does not require any additional interventions beyond the standard post-op regimen. In some cases, the degree of inflammation may be more severe. Endophthalmitis is a rare vision-threatening intraocular inflammation, most commonly due to exogeneous organisms introduced via ocular surgery, intravitreal injections, or trauma. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with severe post-op inflammation, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also be a contributing factor. Given the onset of reported problem and resolution date without cultures taken, an exact cause could not be determined as the event resolved and lens remains implanted. The event could be multifactorial in nature including patient and/or procedure related factors. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
It was reported following implantation with a 13.7mm vicmo -8.50d the patient presented with endophthalmitis od on the day of implantation. The patient underwent bilateral sequential icl implantation. Concomitant products used during surgery were: tobramycin ophthalmic drops and the msi-pf injector system. Diagnostics were not performed. The patient was treated "frequently" with steroids. On day 2, exam was normal, bcva 20/16 with report the issue resolved. The lens remains implanted. The cause of event was reported as unknown.